Manufacturer narrative:
Approximate age of device ¿ 33 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had an elevated lactate dehydrogenase (ldh) and lvad power and flow were elevated. No additional information was provided. The manufacturer¿s technical services reviewed the submitted log file and observed elevated pump that appeared to be returning to the baseline.

Event description:
Additional information: it was reported that the patient presented to the hospital in cardiogenic shock with a lactate dehydrogenase of 939 u/l. On (B)(6) 2018 ldh was 632 u/l and on (B)(6) 2018 was in the 700's u/l. The patient¿s ldh days following vad implant on (B)(6) 2018 had been in the 300's u/l. It was reported that no additional testing of the lvad had been completed as the patient had multiple other co-morbidities. The patient¿s care had been palliative and rehab in order to discharge from the hospital. The lvad continued to have intermittent flow/power spikes.